Event description:
It was reported that the patient experienced bradycardia and went to the emergency room (ER) with dizziness and lightheadedness. The patient was hospitalized for further treatment and evaluation. Chest x-ray revealed a lesion in the upper right lung, and the patient was diagnosed with sick sinus syndrome. Subsequently, the patient was implanted with a dual chamber pacemaker. Later, telemetry revealed undersensed pacemaker spikes with diaphragmatic stimulation. Chest x-ray and pacemaker interrogation confirmed right atrial (ra) lead dislodgement. The patient underwent a revision procedure for repositioning the ra lead. Afterward, pacemaker check revealed normal atrial lead function. The patient was discharged with medication. The pacemaker and leads remain in service. No additional adverse patient effects were reported.